Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkjr; (B)(6), (B)(6) hospital, (B)(6) 2018. Primary date approximately (B)(6) 2007. Revision for: osteolysis - femoral and tibial implants in for 11 years. Jnj representative was not present at the case. Attune revision implanted. Patient (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.